Event description:
Between the months of 9-92 and 1-93 three patients who had undergone gore-tex vascular reconstructions, had disruptions/infection of these grafts requiring excision of the grafts or re-admissions for management of surgical space infections. The director of the infectious disease unit reviewedd asll involved cases and ruled out practitioner techniques, personnel in the operating rooms, the actual operating rooms, duration of procedures as contributing factors to these disruptions/infections. As each of these cases involved gore-tex vascular grafts from closely related lot numbers, the graft material itself has become the likely source of infections. The w.l. Gore & associates, inc. Have been informed of these findings and the remaining boxes of gore-tex vascular grafts with the same lot numbers have been removed from use at this facility.additionally cdc has been informed of the incidents and they are reviewing information forwarded to them.this incident has also been reported to the new york state department of healthinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.